Manufacturer narrative:
H.6. Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (2) venflon EU 22ga from lot # unknown item # 391451 with the reported issue that ¿during the injection of a contrast agent (iodine) in CT scan, the contrast agent appears to come out under pressure from the upper port of the venflon¿. The DHR could not be reviewed as the lot number is unknown. Two samples have been received by bd bawal and are available for investigation. No retention of a particular batch number were used for investigations as the lot number is unknown, we have used ten retention samples of a random batch number of material number 391451 to check for simulations or similar defect as stated by the customer for investigation. We have received two samples and analyzed these samples under smart scope. The smart scope view of the two samples sent by the customer showed valve burst and no retention samples used for investigation showed valve burst in them. The customer has also shared a video along with the complaint and is available for investigation. The prima facie evidence from the smart scope looks like the silicon valve has burst due to extreme pressure (probably due to pump) of fluid passed through it. The investigating team removed the valve from one of the catheters and viewed it under the smart scope. The investigating team found that the leakage from upper port of the cannula could probably be due to bursting of the value that could have occurred due to high pressure (more than 325psi) of the fluid as seen in the video. The bd ivc catheter is suitable for use with power injectors set with a maximum pressure of 325 psi. The user manual mentions the details of the product usage and capabilities. The defect is confirmed. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure.

Event description:
It was reported that venflon 2 pnk 20ga IV cannula leaked. The following information was provided by the initial reporter: during last month and a half, on several different occasions, during the injection of a contrast agent (iodine) in CT scan, the contrast agent appears to come out under pressure from the upper port of the venflon.

Manufacturer narrative:
H.6. Investigation: the sample was received by bd for evaluation. A quality engineer was able to review the returned sample of (2) venflon EU 22ga from lot # unknown product # 391451 with the reported issue that ¿during last month and a half, on several different occasions, during the injection of a contrast agent (iodine) in CT scan, the contrast agent appears to come out under pressure from the upper port of the venflon¿. The DHR could not be reviewed as the lot number is unknown. Two samples have been received by bd bawal and are available for investigation. No retention samples were used for investigations as the lot number is unknown. The customer has also shared a video along with the complaint and is available for investigation. The defect is confirmed. We have received two samples and analyzed these samples under smart scope. The prima facie evidence from the smart scope looks like the silicon valve burst due to extreme pressure (probably due to pump) of fluid passing through it. The investigating team removed the valve from one of the catheters and viewed it under the smart scope. The investigating team found that the leakage from upper port of the cannula could probably be due to the bursting of the value that could have occurred due to high pressure (more than 325psi) of the fluid. The bd ivc catheter is suitable for use with power injectors set with a maximum pressure of 325 psi. The user manual mentions the details of the product usage and capabilities. H3 other text : see h.10.

Event description:
It was reported that venflon 2 pnk 20ga IV cannula leaked. The following information was provided by the initial reporter: during last month and a half, on several different occasions, during the injection of a contrast agent (iodine) in CT scan, the contrast agent appears to come out under pressure from the upper port of the venflon.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed . And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that venflon 2 pnk 20ga IV cannula leaked. The following information was provided by the initial reporter: during last month and a half, on several different occasions, during the injection of a contrast agent (iodine) in CT scan, the contrast agent appears to come out under pressure from the upper port of the venflon.